Event description:
Caller reported that the insulin gauge displayed a different amount than expected, with a current fill estimate of 31 units compared to an expected 90 units. There was no adverse impact to the customer¿s blood glucose level. Caller declined to load a new cartridge and decided to continue using the current cartridge, planning to follow up if necessary.